Event description:
A report was received that the patient was experiencing zapping sensations. The patient will undergo a revision procedure wherein the ipg will be replaced.

Manufacturer narrative:
Additional information was received that the patient's new ipg was working fine and thought it was shocking her. There will be no further course of action about the ipg. It was also reported that the patient underwent only a lead revision wherein it was replaced per physician¿s preference. The patient was reportedly doing well postoperatively. The explanted devices were not returned to bsn as they were discarded by the medical facility.

Event description:
A report was received that the patient was experiencing zapping sensations. The patient will undergo a revision procedure wherein the ipg will be replaced.